Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to troubleshoot the issue by trying different power sources and cables without success. The pump was replaced. The customer continued to use the pump for insulin therapy